Event description:
The patient started a new position working as an occupational therapist and experienced a burning sensation at the ins site. It occurred when the patient was walking past a diathermy procedure about three feet away. The burning lasted about an hour. The patient started bleeding rectally and "had difficulty using restroom"; upon checking the ins, it was found to be off. Follow-up with the physician indicated that the patient was advised to avoid being around diathermy procedures. There was no injury reported.

Manufacturer narrative:
(B) (4) - rectal bleeding - (B) (4)